Event description:
It was reported that the right ventricular (rv) lead showed risen impedance and risen threshold. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr901 implantable pulse generator (B)(6) 2004; 5076-45 implantable pacing lead (B)(6) 2004. (B)(4).